Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file (rdf) was analyzed for this event. Root cause: a definitive root cause for the observed leukoreduction failure remains undetermined at this time. Analysis of the run data file showed draw alerts occurring early on in the procedure. Due to these frequent alerts, auto flow decreased the inlet flow automatically. The frequent draw advisories in combination with the draw flow adjustments may have disrupted the steady state of the lrs chamber, possibly causing some wbcs to escape. It is also possible, though not conclusive, that this leukoreduction failure may be donor related. A potential reason for this donor related leukoreduction failure may be, but is not limited to, a high wbc count.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The platelet collection is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.